Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was blank. The customer stated that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station displayed a black screen and the remote support service remained offline. The field service engineer (fse) found that the auxiliary drawer had caused the entire station to shut down. The fse replaced the printed circuit board assembly drawer boards and the t board. After restarting the station, the fse reconfigured the drawers and tested the system in the main application. All tests passed successfully, and the customer verified the fix. The system functioned as intended after the field service engineer repaired the device.